Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics (date and duration not reported).

Manufacturer narrative:
This report is submitted on july 03, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to an infection at implant site (date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.